Event description:
It has been reported that during a visit to an institute the week of 3/22/99 by a medtronic employee, dr. Mentioned he had experienced a ostial dissection-during insertion, approximately two weeks ago. This was a live case that the physician was performing. There was no pt injury. No product return is expected, the device was discarded by the physician.